Event description:
It was reported that during a thyroidectomy procedure, the white teflon pad was detached during the operating. Unknown how case was completed. Surgery was prolonged five minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.